Event description:
A female pt with history of dvt and high blood pressure had a dvt procedure 2 weeks earlier and returned to her physician for further treatment. Pt was successfully treated with a combination of procedure which included an overnight catheter directed thrombolysis procedure and a subsequent trellis procedure which included both right and left ilio-femoral veins. Post procedure indicates a balloon leak due to use of the trellis under a newly placed stent-this use is cautioned against in the MFR's IFU and training materials. Post procedure reported better than 90% successful thrombus removal. No device was returned for MFR. Physician noted that pt was also undergoing hypertension treatment during case -200/100 bp with combination rx. The pt had cerebral bleeding 3 hours following the combination of procedures. Pt expired the following day. Physician verbal commet: trellis procedure was successful, unable to determine the exact cause of event based on pt's other health issues and treatments.